Manufacturer narrative:
Occupation is lay user/patient. The test strips have been requested for investigation. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. At 8:00 am, the meter result was 3.7 inr. The result from the laboratory within 4 hours was 2.4 inr. The customer's therapeutic range is 2.0-3.0 inr.